Manufacturer narrative:
(B)(4). The device was received for analysis. There were kinks evident on the hypotube. There were slight kinks evident on the distal shaft. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 7th, 11th, 12th, 19th, 20th and 21st distal stent wraps with raised struts. There was slight deformation to the distal tip.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a moderately calcified and tortuous lcx lesion exhibiting 90% stenosis . No damage was noted to device packaging or issues noted removing the device from the hoop / tray. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated with 50% stenosis remaining. During the procedure, the device did not pass through a previously deployed stent. Resistance was reported during advancement and excessive force was used. It was reported that the physician noted delivery difficulty during stent delivery toward the lesion, the physician pushed the device harder than usual, but does not believe it was hard enough to cause stent deformation. The procedure was progressed using a non-mdt stent. No patient injury reported.